Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: a review of the pump history showed several pump reboots after cs064/cs078 motor alarms on (B)(6) 2017. During investigation, the battery compartment and battery cap were found to be undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. During testing, the ez-prime steps were performed correctly with no power interruption occurring. The pump¿s cover was removed and moisture corrosion was found to the cgm module. The complaint of no power was shown in the pump history but was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.